Manufacturer narrative:
This report is based solely on the customer's reported issue. The device was requested to be returned and has not been received for evaluation. A DHR review found no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file no. (B)(4).

Event description:
Customer reported the differential pressure alarm was not activated when air or o2 hose was disconnected under the following condition. -set: o2 and air pressure-70psi, o2-60%, flow-8lpm. The issue was discovred at in-coming inspection. There was no patient involvement.